Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis but no abnormalities observed on the date of the reported event. However, ventec did observe in the system logs that the device had recorded low (0) exhaled tidal volume (vte) levels on a different date. Ventec reached out to the initial reporter who confirmed that this instance of low vte observed in the system logs was unrelated to this reported event (different dates). During the device evaluation, ventec was unable to duplicate the issue of low exhaled tidal volume (vte) levels. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the internal flow transducer (ift), ift cable, blower and control board. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not ventilating. There were no reports of patient use associated with the reported issue.